Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a left hip arthroplasty on (B)(6) 2012. Subsequently, the patient is being considered for revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported a patient underwent a left hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was indicated due to loosening and migration of the acetabular component; however, no revision has been reported at this time. No further information has been provided.